Event description:
Customer reported tensioner worked incorrectly due to assembly, causing it to fall apart. Customer had concern for the patient because they had to cut the wire. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, no errors were detected. The device was returned to customer on 10/17/2012. (B)(6). 510k: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.